Manufacturer narrative:
On (B)(6) 2025, bellafill injector reports multiple nodules (onset ~10/07/2025) after off-label (temples, chin, pre-auricular, lateral right forehead) and on-label (nasolabial folds) injection in (B)(6) 2024, (B)(6) 2025 and indicates that medical intervention is required to resolve the nodules. B3: date of event - 10/21/2025: date injector reports nodules and indicates that medical intervention is required to resolve the nodules. D4: three (3) lot numbers were reported, all from bellafill dermal filler model number: gbf0508: - f241060, UDI: (B)(4), expiration date: 01/31/2026. - f241084, UDI: (B)(4), expiration date: 03/23/2026. - f251006, UDI: (B)(4), expiration date: 09/03/2026. D6a: date of implant: (B)(6) 2024. Three (3) estimated dates were reported: (B)(6) 2024, (B)(6) 2025, and (B)(6) 2025. D9: device not available for evaluation. Bellafill syringes are single use devices that are typically discarded after use. Per bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." H4: manufacture date: of the three (3) reported lots - f241060, 08/09/2024. - f241084, 10/17/2024. - f251006, 03/26/2025. H6: investigation conclusions: - bellafill providers are aware of the bellafill indications for use. - injector was reminded of the linear retrograde threading technique per bellafill IFU and that bolusing was not recommended. Per the bellafill instructions for use: - "bellafill is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years." - "the best cosmetic result for nlfs can be achieved by a standard linear threading technique, moving the needle back and forth beneath the skin being treated and maintaining constant injection pressure while withdrawing the needle (retrograde liner threading)"...."the injection pressure is correct if the implant flows slowly and evenly, without great exertion. This technique forms a support structure beneath the skin to prevent further wrinkling..."

Event description:
On (B)(6) 2025, bellafill injector reports multiple nodules (onset ~10/07/2025) after off-label (temples, chin, pre-auricular, lateral right forehead) and on-label (nasolabial folds) injection in (B)(6) 2024, (B)(6) 2025 and indicates that medical intervention is required to resolve the nodules.